Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03508. Additional information received clarified device information. Additionally, it was clarified that during the (B)(6) 2015 surgery the migrated lead was explanted and replaced and not repositioned as previously reported. The patient's 2 scs leads were from different lots. The other scs lead is being reported as device 2.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was no longer receiving effective stimulation. X-rays revealed one of the scs leads (implant date and device info such as lot, manufacturer and expiration date are unknown) had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs lead was repositioned. The issue resolved with the surgical intervention. It was also reported the physician elected to explant/replace the scs ipg and relocate the scs ipg pocket site. There were no allegations against the device. Concomitant medical products: the implant date is unknown for the devices below: model 3788, scs ipg.